Event description:
It was reported that the system had an iris collimator error and the iris closed all the way. When the collimator closed down all the way it can prevent the images from being displayed which can result in a loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator was evaluated and recalibrated. The system was tested and found to be working as intended and returned to service.